Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she had experienced a severe allergic reaction, one day after initial sensor wear, that manifested into itching all over her body followed by face then throat swelling. The pt was taken to the hospital where she was treated and released the same day. Later that day, pt noticed that allergic reaction was starting to flare up again and decided to remove her sensor, after which her symptoms started to subside. At the time of her call to dexcom technical support, pt's allergic reaction had completely subsided but pt had discontinued cgm wear.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.